Event description:
A physician reported a pt who was implanted on 6/23/97 into the upper and lower vermilion borders. The pt was prescribed prophylactic erytromycin and famvir starting the day prior to the procedure. On 6/24/1997, the pt developed an abscess near the right edge of the upper vermilion border implant, which the physician incised and drained. The pt continued to take ther erythromycin and famvir started on 6/22/1997. The infection appeared to resolve after the incision and drainage. In the following weeks after the incision and drainage, exact date unk, the pt stated that the implants began to feel "strange"; exact definition of "strange" unk. Subsequently, a consulting physician believed that the lumen of the upper implant might be closed. The physician opened the incision site, and trimmed the implant to insure that the lumen was open; exact date not recorded. After this procedure (exact date unk) the pt felt the trimmed implant appeared to be too short, and the bottom vermilion border implant and the left upper vermilion border implant appeared to be shrinking at the ends. On 11/5/97, the physician removed the lower and upper vermilion border implants without difficulty; the pt was reimplanted with new implants in the upper and lower vermilion borders without difficulty. The physician observed no sign of infection and did not prescribe post-operative medications.